Manufacturer narrative:
Eval in progress but not yet concluded.

Event description:
During routine testing of the device, the user reported the display on the central control monitor froze after approx ten hours of testing. The user rebooted the monitor, resolving the issue. The device was returned for further investigation. Since the event occurred during routine testing of the device, there was no pt involvement during this event.